Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was spinal pain. On 13-dec-2019 the patient reported that his previous device system was explanted due to an infection (see manufacturer¿s report number 3004209178-2019-22706) in (B)(6) of 2019 and he had to wait until (B)(6) 2019 to have a new device system implanted. Since that implant, he had been in agony with back pain and had just been sleeping because it hurt too bad. With his prior pump, he had been on 14 mg of dilaudid a day. He stated that 40% of the medication was dilaudid and 10% was bupivacaine. He read the following from a prior printout, ¿dilaudid 13.999 mg/day and bupivacaine 2.800/day¿. Per the patient, when they put his current pump in, they reversed it. For the first 24 hours it had water and then ¿dilaudid .0060¿ and ¿bupivacaine .1441¿. He also explained that the new pump and catheter were in different locations than his prior system. He stated that the catheter was not in the right spot. It had previously been at l1-2 and now it was all the way down to l4-5. No further complications have been reported as a result of this event.